Manufacturer narrative:
The navio, pin driver, part number 110164, used for treatment was returned for evaluation. The reported problem was visually confirmed. The socket is loose, broken weld. Although the reported problem was visually confirmed, a functional evaluation was performed on the part beyond the reported complaint. The evaluation followed the pin driver performance verification. The evaluation failed. It was not possible to evaluate due to socket separation from pin driver body. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure is being conducted to determine if additional actions are required.

Event description:
It was reported that during a navio ukr procedure, a navio bone pin driver broke outside the patient. All the pieces were recovered. The surgeon was using the cori pins with the pin driver. The procedure was successfully completed with a delay of fewer than 30 minutes using a back-up device. No patient injury or other complications were reported. This is the fourth of five events.